Event description:
Complainant alleged that during a routine shift check by a clinician, the video display was blank and a dot appeared in the upper right hand corner. Complainant indicated that there was no pt involvement in the reproted malfunction.